Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid resection procedure, the device broke where the shaft meets the white plastic of the unit, exposing the inner metal rod. Device did not appear to be under excessive pressure/torque during the break. A new device was then used in order to complete the case. No patient injury.

Manufacturer narrative:
Additional info: correction: evaluation summary: one device was sample received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned products did not meet specification as received. Visual inspection found the hub was broken. Several pieces were broken off. The pieces were not returned. The investigation found the hub was broken. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The IFU states, do not bend the instrument shaft. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid resection procedure, the device broke where the shaft meets the white plastic of the unit, exposing the inner metal rod. Device did not appear to be under excessive pressure/torque during the break. A new device was then used in order to complete the case. No patient injury.